Manufacturer narrative:
Patient's weight is estimated. The fsca number is included in this report. A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps did not resolve the issue. The ipg was replaced to reestablish therapy. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The reported observation ¿unable to exit MRI mode¿ was confirmed. The root cause of the observation was due to the device being previously set to MRI mode and the patient had lost their patient controller. If a device is placed in MRI mode, the device will not bond or enter a session with any other device that had not been previously paired. If a previously paired/bonded programmer or controller has the bond deleted the implantable pulse generator (ipg) will no longer have the ability to bond as the device magnet is disabled while the device is in MRI mode. The universal engineering programmer was used to disable MRI mode during analysis and normal communication between the device and a programmer was observed. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed.

Event description:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
Corrected data: g3 - date received by manufacturer.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that the patient¿s ipg was set into MRI mode and was never taken out of the MRI mode following the scan. The ipg is not communicating with external devices as patient lost the controller. Troubleshooting was unable to resolve the issue. Patient is not receiving therapy and will likely require surgical intervention to address the issue.